Event description:
The customer reported that an 840 ventilator was inoperable. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to swap the analog interface (ai) pcb. Covidien was not authorized to svc the device.

Manufacturer narrative:
(B)(4).